Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2016 with the following findings: investigation revealed moisture in the battery compartment. In addition, moisture was visible through the display lens. A leak test was performed and failed due to cracks in the battery compartment. The pump was opened up and moisture was observed throughout the pump casing, including the force sensor pins. The vibration motor was inoperable due to moisture ingress issue. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 08/03/2016. Investigation revealed moisture in the battery compartment. The battery compartment was cracked and the vibration motor was inoperable.